Event description:
It was reported, the single use aspiration needle had separation of the sheath. The issue occurred during an unknown procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to inform correction to section d7a of the initial emdr submitted. Correction to ¿d7a-single use device¿ with a response of yes. The correct response is ¿no. Please refer to section d7a for updates.

Event description:
It was reported, the single use aspiration needle had separation of the sheath. The issue occurred during an unknown procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.